Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13l17021 and h14a16107 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was eventually discharged from the hospital and began treatment with vancomycin intraperitoneally (ip) (1 g, frequency not reported) and ceftazidime (ip) (1g, frequency not reported) for 21 days. At the time of this report, the patient was reported to be recovering from the peritonitis. No additional information is available at this time. This is report 1 of 5 involved in this event.